Event description:
On december 23, 2006 the lay user/patient contacted lifescan alleging a power issue (does not turn on) with his one touch ultra meter. The patient normally test twice daily and takes oral medications for diabetes. The patient stated that the power issue started about 1 week prior to contacting lifescan and that his reported symptoms of frequent urination, fatigue, and blurred vision started some time after the power issue started. During the power issue, the patient continued to take his diabetes oral medications as usual. At 3pm, the patient went to his doctor due to the reported symptoms. The patient obtained a "299 mg/dl" on an unknown device and was treated with IV fluids. The customer care advocate discovered that the battery was not replaced per the owner's manual; however, the patient replaced the battery on the phone and the power issue persisted. The cca walked the patient through further troubleshooting and the power issue was unresolved. This complaint is being reported because the patient was unable to test for about a week and then developed high blood glucose levels. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection. Lifescan will inform FDA of the results in a supplemental report.